Event description:
It was reported that several items have cracks and need to be replaced. It was notified by central sterile, this did not involve a surgery. Returning all components for inspection. This did not delay a surgery. No one was injured.

Manufacturer narrative:
(B)(4). The device associated with this report was returned for analysis. Visual inspection of the returned sample revealed one of the springs was missing. The complaint condition can not be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.